Event description:
It was reported that a "speaker malfunction" inop was displayed on the mx40. It is unknown if sound was still coming from the device. It is unknown if the device was in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the mx40 and no sound was coming from the device. The device was in use on a patient at the time of the event. No death or patient / user injury or harm was reported. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was provided with a replacement mx40 device to resolve the issue. No further action is required. The device was replaced at the customer site.